Manufacturer narrative:
Per additional information received on july 25, 2023, patient did not have bilateral deflations and health care professional could not confirm the issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on sep 12 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sal smooth rnd diap 325cc returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on june 26, 2023, the date for surgery was cancelled. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 25, 2023 indicated that the device catalog number is 3501650, lot#: 231814. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on march 29, 2023, date of removal updated to (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of removal was on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female who underwent a primary breast augmentation with a mentor smooth round moderate profile 325cc on the left side, and unknown mentor on the right-side saline prosthesis experienced bilateral deflation post procedure. A physical examination confirmed the deflation. As a result, patient scheduled for removal on (B)(6) 2023. This report relates to the right prosthesis.